Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated alinity I b12 results for several patients. The following data was provided (customer¿s normal range is 187-883 pg/ml): sample ID (B)(6), 30-year-old female, initial result was 669, repeat results were 285 and 340 pg/ml; patient¿s previous repeat result was 342 pg/ml sample ID (B)(6), 59-year-old female, initial result was 180, repeat results were 212 and 257 pg/ml; patient¿s previous repeat result was 943 pg/ml sample ID (B)(6), 65-year-old male, initial result was 256, repeat results were 252 and 354 pg/ml; patient¿s previous repeat result was 304 pg/ml sample ID (B)(6), 47-year-old female, initial result was 294, repeat results were 315 and 485 pg/ml; patient¿s previous repeat result was 389 pg/ml sample ID (B)(6), 78-year-old female, initial result was 270, repeat results were 281 and 366 pg/ml there was no impact to patient management reported.